Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc). The lead was observed to have dislodged. An invasive procedure was performed. During the procedure, difficulty was encountered during explant of the lv lead due to patient anatomical issues resulting in dislodgement of another manufacturer's right atrial (ra) lead and elective explant of the right ventricular (rv) lead. The rv lead sustained damage to the shocking electrode during explant. All of the leads were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is in possession of the hospital and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.